Event description:
The customer reported a 2 lead ECG interruption. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a 2 lead ECG interruption. There was no report of pt involvement. A philips field service engineer evaluated the device. The symptom was localized to a failed cable. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. We are considering this a malfunction of the pads cable.